Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Block a: no patient information to date after calls to customer 03/01/23 and 03/09/23. (B)(4).

Event description:
It was reported that there was a malfunction resulting in unit shutdown and loss of mechanical ventilation during a case. The patient was switched to manual ventilation. There was no patient injury.